Manufacturer narrative:
(B)(4). Reporter's email address not provided. Product not returned to manufracturer.

Event description:
It was reported that the driver did not disengaged in the implant (xiitp4310). It was also reported that they were able to complete the procedure and placed the implant in same surgery.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, it is non-verifiable. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: date of this report. Expiration date, UDI: (B)(4). Date received by manufacturer. Follow-up number. Follow up type. Device manufacture date. Evaluation codes. Additional narrative/date.